Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause could not be determined.